Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to see the result and had to go to ER to get a reading. Their meter allegedly had missing segments. The result on their meter was: results unknown. The result on the: unknown. The time difference between patient's meter and: no comparison. Treatment was: unknown. No further info has been reported.